Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device failed the battery insertion test (bit) as the battery has been exhausted. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the device failed the battery insertion test (bit) as the battery has been exhausted. The device was confirmed to have reached the end-of-life and end-of-support statuses. Therefore, no service or technical support was provided. The customer was made aware of the end of life terms and the device remains at the customer site. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was advised the device reached the end-of-life and end-of-support statuses, it cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.